Manufacturer narrative:
(B)(4).evaluation summary:the device was returned for analysis. The bent shaft was able to be confirmed. The failure to advance/difficulty removing the sds could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the mid left anterior descending artery with heavy tortuosity and mild calcification. Pre-dilatation was performed and the 3.5 x 28 mm vision stent delivery system (sds) was advanced, but could not cross the lesion. During removal of the sds, resistance was noted with the vessel, and the proximal shaft separated. A new sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Additional information confirmed that the shaft did not separate; however, a crack was observed in the proximal edge of the shaft.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.